Manufacturer narrative:
(B)(4). Report source: foreign - united kingdom; great britain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2022-00174.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2022-00174.